Event description:
It was reported the procedure was to treat a heavily calcified chronic total occlusion lesion in the tibioperoneal trunk (tpt). A command 18 st guide wire was advanced into the anatomy however resistance was met due to the highly calcified anterior tibial advancing retrograde. During removal of the guide wire resistance was met and the tip separated. The separated portion was sub intimal and a xience prime was deployed to jail the separated tip as a precaution. Another command 18 st guide wire was used; however during retraction resistance was met with the anatomy. Outside the patient anatomy the polymer coating came off. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction/manipulation of the device reportedly very aggressively ultimately resulted in the reported tip material separation. As reported, the separated portion was sub intimal and a xience prime was deployed to jail the separated tip as a precaution. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.